Event description:
This lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 2012 due to lead pulled back. The physician was dr. (B)(6). No other information is avaliable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).